Manufacturer narrative:
A ge service representative performed an onsite investigation. The key switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the intermittent key switch issue caused x-ray disabled errors during the case. This error may result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.